Manufacturer narrative:
In 2008, the patient developed pain in her left calf suddenly while working about the house. Since then, she could only manage thirteen steps at a time before she claudicates in her legs. The patient is taking aspirin and statins but still smokes five cigarettes per day. On examination, the patient had bilateral femoral pulses, but no pulses could be felt below. The feet were warm and pink. It is believed that she has occluded her left sfa stent. The severity of the event was moderate, and there was no action taken. Site will organize for an urgent right retrograde with a possible left sfa lysis. The patient has been advised to stop smoking. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents two products involved with this event with the same catalog and lot number.

Event description:
The patient developed a restenosis of the distal stent in the superficial femoral artery a year after the index procedure. The patient is a female. Medical history includes family history of atherosclerosis, documented peripheral vascular disease, hyperlipidemia, and current smoker. The index procedure took place in 2007. The target lesion was the left proximal, mid, and distal superficial femoral artery (sfa). Puncture site ipsilateral. Vessel anatomy at the lesion was straight, de novo lesion. Lesion was 7cm from the superior edge of the patella. The total lesion length was 200mm, and the occluded length was 100mm. There was no thrombus present at the delivery site. The lesion was calcified but not eccentric. The reference vessel diameter was 6mm and the rate of stenosis was 50% before the procedure. The popliteal artery, anterior tibial artery and peroneal artery were all patent. The posterior tibial artery was not patent. Percentage stenosis after dilatation was 10%, and there was no dissection. Two 6x100mm smart stents were placed in the lesion. The percentage of stenosis after stent placement was 15%. Maximum pressure used for post-dilatation was 8 atmospheres. The procedure was successfully completed. There was no injury to the patient.